Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 113 mg/dl the time of incident. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that the spring is neither damaged nor corroded. Customer stated that the battery compartment is neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
During motor rewind, the unit stopped load/prime prematurely. After further examination of the devices interior, there was heavy corrosion and rust on electrical board 1 just about everywhere. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.